Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. (B)(6).

Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating that evaluation of the pressure curves was not possible because the invasive blood pressures of lv and ao are not correct to each other. Both pressure sensors were previously zeroed. The problem occurred during the evaluation of pressure curves. A database update was performed to fix the error; the database update did not change the malfunction. It is unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.